Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic liver resection procedure, the jaws of the device locked on tissue and the surgeon had to manipulate the handle to finally reload. There was no patient injury.